Event description:
It was reported patient enrolled in a clinical study underwent a total hip revision on an unknown date for unknown reasons. Subsequently, it is reported the active articulation liner is worn. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same study (reference 1825034-2013-04371 / 04372).